Event description:
Dr (B)(6) of (B)(6) scarred my face and neck with an ultrapulse co2 laser, changing the texture of my skin to a raised striated/grid pattern. Pigment and tissue were lost, and there was nerve damage. Members of the dr's staff stated that my injuries were commonly seen with the use of this device. It is also widely known to be unsafe within the medical community. One chair of dermatology at the (B)(6) stated that scarring and loss of pigment were seen in as many as 30% of cases. Device manufacturers have responded to known risks and complications by developing new technologies to replace the early generation ultrapulse. However, some drs, like dr. (B)(6), are not making the investment in safer technologies, but continuing to put people at risk, and injure many. After the injury, the dr at first denied use of an early generation ultrapulse, when asked, telling me that a lumenis ultrapulse encore with active fx was used. My injuries and recovery were entirely inconsistent with encore with active fx, and this is a laser the dr did not own. When challenged, the dr then reported that the coherent ultrapulse 5000c was used. According to their records, lumenis hasn't serviced dr. (B)(6)'s ultrapulse for 5 years, whereas it should be serviced every year. The dr did not report my injuries as required to lumenis. I made the report to them, but find no reference to my case in the maude database.